Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the sheath on the monopolar curved scissors instrument was missing. The fragment was search inside and outside of patient but could not find it. Ultimately did x-rays on the patient, however, could not see anything. After hours of looking for it, the surgeon decided to close the patient and followed up with a cta scan. Ultimately the tip cover was not found at all. The procedure was completed as planned.